Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife had experienced hyperglycemia. The customer's blood glucose level was 427 mg/dl at the time of the incident. The customer was assisted in troubleshooting but she did not feel okay to troubleshoot. The customer was treated with insulin injection and her blood glucose went down to 334 mg/dl. The customer's other blood glucose values were 400 mg/dl and 375 mg/dl. The insulin pump will not be returned for analysis.